Manufacturer narrative:
The power management tool confirmed low battery alarms triggered when backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to resistance issue at the connector. After disconnecting and reconnecting the internal battery connector on the printed circuit board, the pump was monitored and functioned properly. No unexpected battery power loss alarms noted during testing. Unit received with minor scratched lcd window, cracked case, cracked retainer and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of receiving a replace battery now alarm less than 10 hours from receiving a low battery alert prior. Customer¿s blood glucose was 80 mg/dl. The customer has changed their batteries 3 times in the past 2 days. Troubleshooting was performed. The customer said that sometimes their pump does not read their blood glucose. Their alarm history was reviewed and customer did not receive a low battery alert prior to the replace battery now alarm. There was a replace battery now alarm with a timing less than 10 hours from a low battery alert. The timing was 5 minutes. This is the second occurrence. They were advised that insulin pump would need to be replaced. The insulin pump will be returning for analysis.